Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. The device was inflated twice at 12 atmospheres each; however, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.